Event description:
It was reported that balloon rupture occurred requiring additional intervention. During the procedure, a stent was implanted, and a 3.50mm x 12mm nc emerge balloon catheter was placed into the vessel to perform post-dilatation. However, the balloon ruptured during inflation, causing pieces of the balloon to embolize further into the vessel. Attempts were made to remove the separated balloon pieces using a snare device, but not all pieces could be successfully removed. Ultimately, a piece of the balloon material was left in one of the patient's distal right coronary artery (rca) branches. The procedure was completed using an alternate method. No further information was provided regarding the patient's outcome or any additional interventions.